Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right total hip arthroplasty on (B)(6) 2010. Patient had labs taken on (B)(6) 2012 showing elevated metal ions. An MRI was taken on (B)(6) 2016 as patient reported pain. Pseudotumor was identified. Also noted cortical thickening at the femoral shaft around the stem which is a normal reaction indicating stability at the level of the stem. Subsequently, patient was revised on (B)(6) 2016. Adverse reaction to metal debris (armd) noted on prosthesis of the right hip. Brownish inflammatory fluid noted in the joint. Area of metallosis present with blackened tissue. Wear noted on the femoral neck secondary to friction with posterior acetabular rim. Acetabular cup seems to be in exaggerated anteversion. Cup, head and taper were revised; stem was retained. No other intraoperative complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. Subsequently, the patient was revised approximately 6 (six) years later due to pain, high metal ion levels, and pseudotumor as identified on MRI. During the revision, it was found that the acetabular cup seemed to be in exaggerated anteversion with wear on the femoral neck secondary to friction with the posterior acetabular rim. Metallosis debris was debrided from the joint. The initial stem remained intact, and all other components were revised without complication. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign: canada. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.